Event description:
It was reported that the user applied a new dexcom g7 sensor, was awakened overnight with an urgent low glucose alert indicating a reading of 48 mg/dl and ¿low¿ on cgm, had no symptoms, treated with 15 grams of oral glucose tablets, and then received a brief sensor issue notification; the specific device component implicated was not identified due to insufficient information. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included the need for medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, and the medical device problem and component details remained insufficient. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.